Event description:
Customer reported when the nurse call cable is plugged into the alarm, it does not have a tight fit. Discovered during set up and no patient incident or injury reported.

Manufacturer narrative:
Evaluation - results: evaluation of the returned alarm found the red led at the nurse call test fixture toggles on and off when the nurse call cable is wiggled. The internal mechanism of the nurse call receptacle appears to be intact, but the nurse call receptacle's housing is loose, as a result the nurse call cable does not have a secure fit when inserted into the nurse call receptacle. There are cracks on the dust covers outside the battery compartment and there is a rattling sound inside the alarm case. The damages seen on the alarm are the cause of the issue found. This alarm has been in service for over two years. (B)(4).